Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged water build up in mask, black particles in the tubing and having headache, fatigue and dizziness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience headaches, fatigue, black particles in tubing, water build up in the mask. There was no medical intervention required by the patient. The reported adverse event and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found minimal signs of dust contamination in the humidifier chamber. The manufacturer visually inspected the device internally and found minimal dust contamination in the blower assembly. The humidifier showed a small amount of liquid ingress under the bottom plate. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but a small amount of liquid ingress and dust contamination were observed and are consistent with being from an external source. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to h10 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience headaches, fatigue, dizziness, black particles in tubing, water build up in the mask. There was no medical intervention required by the patient. The reported adverse event and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer observed cotamination in filter port, blower box and behind ui knob. The external investigation showed that there was contamination on the air inlet port and on the accessory slot. The screws were also noted to be rusted and had signs of corrosion. The internal investigation showed that there was an unknown orange contamination on the top enclosure and an unknown contaminate in the iso port. There were signs of contamination on the bottom enclosure and signs of copper corrosion on the p4 connector. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer and one error (err_rtos_abort_ER ror) was observed. The manufacturer concludes that they could not confirm the presence of sound abatement foam degradation in the device. Section h6 incorrectly mentioned in the previous report (MDR 2518422-2022-18490-1), it is corrected in this report.